Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reactions") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and pain ("pain"). The patient was treated with surgery (surgery to remove device). Essure was removed on (B)(6) 2017. At the time of the report, the hypersensitivity, dyspareunia and pain outcome was unknown. The reporter considered dyspareunia, hypersensitivity and pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.